Event description:
The user facility reported to terumo corporation that in the early stages of cardiopulmonary bypass surgery, the blood pressure measured at the oxygenator was 320 mm hg and the color of blood seemed darker than normal. Event details were gathered and it was determined the user prepared the oxygenator for use by recirculating priming solutions consisting of ringer¿s solution bicarbonate, heparin and mannitol for a period of approximately 2 hours at a pump speed of 980 rpm. Initial readings of blood in the recirculation line indicated a ph of 8. As extracorporeal circulation was initiated the blood flow was 500 ml/min with a pump speed of 2000 rpm. At this point the user noticed the pressure and color differences reported. It was decided by the customer to replace the device with a replacement oxygenator of a larger size (fx25 model). Upon replacement the pressure loss was still elevated at 100 mm hg, which is higher than typical for the user and it was noted to gradually reduce to 60 mm hg. There was no report of an injury or consequence to the patient as a result of this event. The surgery was completed successfully.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52 because the information was not initially completed by the user facility. Terumo received the actual device for evaluation, and a visual inspection confirmed this complaint. A clot in the fibers of the oxygenator caused high pressure and the dark colored blood, but no abnormalities of the oxygenator were noted. Magnified inspection of the clot with an electron microscope revealed the clot to consist of fibrin and echinocytes. A review of the device history record confirmed that there were no indication of production related anomalies. Performance testing utilizing the event history gathered was able to replicate the issue through a simulated testing by the introduction of blood. It was noted within the IFU that "adequate heparinization of the blood is required to prevent it from clotting in the system." It is also noted as a warning to "start as supply with v / q = 1 and fio2 = 100%, then make adjustments based on blood gas measurements." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).